Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The customer reported blood glucose value of 246 mg/dl. The customer also reported unexpected error message and pump failed to perform self test. The event involved product(s) unomedical, mmt-1780kpk, mmt-332a. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing. Troubleshooting was performed. No further patient complications were reported. No product return is required for unomedical. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No device test failed or unexpected error noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. However, the pump failed the sleep current measurement test due to moisture ingress on pcba1 and battery tube assembly noted. Successfully downloaded history files and traces using thus software. Pump was cut open to perform visual inspection and moisture damage was found on the pcba1 and battery tube assembly during visual inspection. The pump was received with minor scratches on lcd window, cracked keypad overlay, cracked case corner of belt clip rails and scratched case. In summary, the pump passed functional testing. Device test failed not confirmed. Unexpected error message not confirmed. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.